Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed supplies, woke with an empty cartridge, and experienced elevated blood glucose with no visible leakage at the site, tubing, or connector; the cartridge was out of insulin and the user was advised to replace all supplies. Symptoms included hyperglycemia with a reported peak of 264 mg/dl for approximately 20 to 30 minutes and negative ketones, with no loss of consciousness, dizziness, or dka. Outcomes included no medical intervention and no use of backup therapy. Investigation included troubleshooting and education over the phone. Investigation of this case revealed an unclear cause of hyperglycemia. It was concluded that the event was non-serious with cause undetermined and user instructed to replace the cartridge and infusion set.